Event description:
It was reported the representative received the programmer from a different territory. The former owner indicated the programmer needed to be repaired, but didn't provide any more information on performance issues. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer powered up with a system error. Error cleared up when running the error log file but appears again when trying to interrogate. Concomitant medical products: product ID: 2067 rf (radio frequency) head. Product ID: 229047, analyzer. (B)(4).